Event description:
It was reported that a motor rate error event occurred. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device was a crack on top case by the tube holder also cracked on right plunger case. Very old worn drive train parts also battery not charging. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device is over eleven years old. Actions taken to mitigate the reported issue: replaced parts of the drive train assembly, top case, right plunger case, plunger cable, barrel clamp rod and added the cable guard. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.